Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cc4204a, +20.0 diopter, intraocular lens was stuck in the cartridge. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: on (B)(6) 2019, the lens dropped on the floor. There was no patient contact. Device evaluation: lens was returned dry and stuck in the cartridge. The injector system was returned loose in the lens box with clear surgical residue on product. Visual inspection found no visible damage to the device and the lens stuck in the cartridge. (B)(4).